Event description:
It was reported that an animal underwent an unknown procedure on an unknown date and suture was used. During the procedure, it was reported that the needle seem to just detach from the suture. The suture isn't even going through tissue or under any sort of tension. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: email response - - was there any adverse consequence associated with the patient? There was just an extended anaesthesia time with regards to having either to restart suturing or collect more suture material. Please provide the product code and lot number: we have included the leftover suture material packaging in the envelope we posted to yourself. Did the event occur during one or multiple patient procedures? Multiple procedures, mostly conjunctival grafts, corneal wounds and cataract surgeries. What is the total number of procedures? We would say 10 occasions. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). We did have an issue in (B)(6) with this situation before.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one empty folder and three folders with a reparked needle ea. That pertains to a product vicrylsunk were returned to ethicon for analysis. As per the visual inspection of the needle, the swage and attachment area were noted to be as expected. Light marks on the body needle that appears to be by a surgical instrument could be observed. No suture remnant could be observed into the barrel hole. The suture was not received for evaluation to determine the assignable cause. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what caused the reported complaint. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The manufacturing records couldn't be reviewed as the batch number is unknown.